Manufacturer narrative:
(B)(4). The thread crests are damaged; this damage appears to have initiated at the start of the thread, and is consistent around the thread. This is consistent with set screw misuse due to cross-threading. The extensive damage on one side of set screws suggest thread jumping, in addition to cross threading. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a procedure using posterior fixation screws and rods, the set screw could not be easily tightened in the construct at l5. Several setscrews were tried but all had the same result. The threads of the setscrew were damaged during tightening and the hex would not break off. Metal shavings came off the set screws but the shaving is believed to be cleaned out. The pedicle screw was replaced and the following procedure all went together as intended.